Event description:
In 2002, the pt underwent surgery to remove a malfunctioning intrathecal catheter and subcutaneous pump. Pt was not getting any relief from their pain. Pt had already underwent surgery two months before the event date for a revision of the same catheter and pump. (Fracture at the line of the connection to the connector to the pump).